Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The procedure was a therapeutic, laparoscopic procedure. The procedure was completed with a similar device, without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the eyepiece connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, 10 mm, 0°, hd, quick lock, had an abnormal condition of the telescope and requested an onsite inspection. The issue was found during preparation for use. Onsite inspection and testing of the device by the field service engineer found the eyepiece connector was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.